Manufacturer narrative:
Concomitant products: guiding catheter: 6f 55cm sheathless pv, asahi intecc; guidewire: chevalier universal, fmd; cutting balloon: 5mm* 1.5cm. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the 142 cm. Aviator plus 7.0 x 15 balloon catheter (bc) ruptured at eight atmospheres (8 atm.) During the initial inflation, the target lesion was the left common femoral artery. The lesion was reported to be: heavily calcified, and a short stenosis. The approach was from the right femoral artery. A non-cordis guiding catheter was used and a non-cordis guidewire was used to cross the target lesion. The lesion was pre-dilated with a non-cordis cutting balloon catheter.

Manufacturer narrative:
As reported, during a percutaneous transluminal angioplasty (pta), the 142 cm. Aviator plus 7.0 x 15 balloon catheter (bc) ruptured at eight atmospheres (8 atm.) During the initial inflation. The target lesion was the left common femoral artery. The lesion was reported to be: heavily calcified, and a short stenosis. The approach was from the right femoral artery. A non-cordis guiding catheter was used and a non-cordis guidewire was used to cross the target lesion. The lesion was pre-dilated with a non-cordis cutting balloon catheter. The device was not returned for analysis. A device history record (DHR) review of lot 17322916 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (heavily calcified, short stenosis) most likely contributed to the reported event as calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.